Event description:
The customer called with concerns that the insulin pump might not be working correctly. The customer stated that his daughter had to call the paramedics after he blacked out and fell on some chairs. The customer's blood glucose was 41 mg/dl. The customer stated that he has been experiencing low blood glucose levels every morning for the past three days, and has had to remove the insulin pump at 3:00 am to avoid another incident. The customer also reported that the meter is not communicating with the insulin pump. Troubleshooting revealed that the meter option was turned off. Assisted in turning the feature on, and it successfully transferred over the blood glucose reading. The customer stated that he would be speaking with his hcp about his current settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.